Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
User facility medwatch states: the pt had undergone a right total hip replacement several years ago. The pt had been complaining of severe right groin pain. The history and physical indicated the pt had tried conservative treatment in the past with no relief of his symptoms. "He does have a depuy implant, which has been recalled. He was worked up from infection with a sedimentation rate and c-reactive protein (crp), with those being 4 and 0.3 respectively with his lab work done, it does not appear infected. He did have a bone scan done, which did show loosening of his right acetabular component. He also has a metal-on-metal type implant, and his chromium levels when testing his blood work were severely elevated." Md also noted: "he most likely has a loose acetabular component and inflammation from a metal on metal type reaction."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.